Event description:
It was reported that an ilet pump became unresponsive with a black screen and would not charge despite multiple attempts, after the user indicated the device had gotten wet; a replacement ilet was shipped and the user transitioned to subcutaneous insulin pens for backup therapy. Symptoms included hyperglycemia and gastrointestinal discomfort with headache. Outcomes included temporary need for backup insulin therapy, user self-dosing guidance, and no hospitalization or professional medical intervention. Investigation included device history review, complaint evaluation, and return analysis of the original device. Investigation of this case revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage affecting the pump assembly and power/charging function. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.